Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for evaluation. However, the reported failure mode of the device is consistent with failures produced in a laboratory enviornment by the application of excessive mechanical force. Although it is not conclusive we could not identify any others factors that would result in such in failure other than those mentioned in the instructions for use. All the pieces were retrieved from the patient and there were no patient consequences. However, if this was to recur and the broken fragment not retrieved from the patient, it is possible that patient injury could potentially occur. Because of this potentially and MDR is being filed to document this event. When and of the complaint device is received here at depuy mitek it will be subjected to a failure root cause analysis. It the analysis identifies any definitive root cause an additional follow-up report will be filed.

Event description:
It was reported by the depuy mitek affilate, that the ceramic portion of a depuy mitek vapr se electrode broke off into the patient. All the pieces were retrieved from the patient and there were no patient consequences.